Manufacturer narrative:
A philips field service engineer (fse) was scheduled to inspect the system onsite. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no radiation due to sib box error on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.